Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. There have been several attempts made to gather add'l info, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam the wound or lead to infection or other adverse events.

Event description:
The following info was reported to kci by the pt: on (B)(6) 2011, a piece of foreign material alleged to be v.a.c. Granufoam, was found in the pt's abdominal wound. Add'l info received on (B)(6) 2011, the dr's nurse reported that on (B)(6) 2011, the wound was open 5 cm by 2 cm at the bottom of the wound. The surgeon made an incision and drainage and found alleged v.a.c. Granufoam in a tunnel. The alleged v.a.c. Granufoam was removed. The wound was sutured closed and the pt went home that same day.